Event description:
It was reported that the patient's lead exhibited oversensing. The lead was reprogrammed and remains in use. The patient experienced pocket stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited a polarity switch for low impedance measurements. The rv lead exhibited a polarity switch for low impedance. The rv lead also had a high number of short v-v intervals and oversensing of noise. The patient reported feeling dizzy at times. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.